Event description:
It was reported that the tip of the probe unit broke off into the pt. Further, metal pieces floated inside the knee and were retrieved. No adverse consequences to he pt were reported.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.